Event description:
The customer reported a damaged device. He stated that the scope was processed in the sterrad nx and was then found to missing a lens from the distal tip. The customer could not provide the part number for the smith & nephew scope. The customer stated that no patient issues had been reported then stated that it was possible that the lens was lost during a patient procedure. The customer reported that he had been in contact with the scope manufacturer who told him that the issue was with the sterrad unit. The unit had preventative maintenance on 11/7/2007 and met specifications at that time. The customer was not available for further follow-up.